Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed replace battery now without a low battery warning. The customer's blood glucose was unknown at the time of call. The customer reports recurring alarms of power error detected and replace battery now alarms without the low battery warning. The customer says the battery shows needing replaced within an hour of insertion. Troubleshooting was not completed. The customer was advised the insulin pump will need to be replaced and returned.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Power loss alarm, low battery alarm and power error alarm are confirmed in the long trace file. Power loss alarm occurred after the power error alarm was cleared. Detail trace analysis confirmed the pump alarmed low battery and then alarmed power error was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours. After disconnecting and reconnecting the internal battery connector at electronic board, the pump was monitored and functioned properly. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.